Event description:
It was reported that the patient has had a high defibrillation threshold (dft) from the right ventricular (rv) lead that has resulted in multiple shocks needed to convert the patient back to normal sinus rhythm. The physician elected to explant the lead, however, during the procedure, the rv lead perforated and caused a large pericardial effusion and a drop in blood pressure due to cardiac tamponade. An emergency pericardiocentesis was performed to resolve the effusion and a new rv lead was implanted. The patient was stable with no additional consequences.